Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted recipient no longer has hearing percept with the right side device. The user's parents were not aware that there was no longer hearing benefit on the concerned right side. There is no report of any specific trauma. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient no longer has hearing percept with the device. There is no report of any specific trauma. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Currently no date for a possible re-implantation has been given.

Event description:
The bilaterally implanted recipient no longer has hearing percept with the right side device. The user's parents were not aware that there was no longer hearing benefit on the concerned right side. There is no report of any specific trauma. Re-implantation is considered.